Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had suspected t-wave oversensing (twos) post ventricular pace (vp). The lead remains in use. No patient complications have been reported as a result of this event.